Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Customer only returned the screw subcomponent. As received there is damage to the hex feature; the leading thread is also damaged and did not accept the applicable thread ring gage used for inspection. Dimensional evaluation found that the item was within specification where measured. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. A product history search identified no other complaint for the part and lot combination of this component. Manufacturing records were further reviewed for the product family related to non-conformances associated with cross-threading with none found. Per the applicable surgical technique, special ball-nose style femoral augment screwdriver can be used to attach the femoral augments although the standard hex-head screwdriver may be preferred for attaching the distal femoral augments. It was concluded that the cross threading and damage to the hex feature occurred during attempted use of the product.

Event description:
Screw diffiicult to insert.

Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It was reported that the surgeon was not able to insert an accompanying screw. The surgery was finished using the screw of the alternative product.